Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during right ventricular (rv) lead implantation procedure, secure fixation of the lead could not be achieved despite multiple attempts. The difficulty was attributed to challenging patient anatomy, including significant cardiac dilation and thinning of the myocardial inner wall. When the guidewire was withdrawn, the lead was prone to dislodgement. After repeated fixation attempts, the lead helix became stripped and could not be retracted. As a result, the lead was explanted and inactivated, and a replacement lead was implanted at an alternate location, where fixation was ultimately successful. The overall implant procedure was completed successfully. No patient complications have been reported as a result of this event.